Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic gastroplasty procedure, while in the stomach, the stapler was unable to fire, and the staple line was incomplete. The surgical time was extended for 30 minutes or more due to the product problem. It was necessary to make an over suture on the entire staple line to complete the case and resolve the issue.